Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead pacing inhibition, undersensing, and decreased biventricular (biv) lv pacing percentages. Review of lv pace impedance trends also showed a gradual increase in measurements from 1,000 ohms to 1,600 ohms within the last six months. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.